Manufacturer narrative:
Concomitant devices: 8253200: patient interface 8253200 response 3.0, s/n (B)(4), lot 205679390 manufactured date: 01/26/2012, 8220325: muting probe 8220325 nim, s/n unknown. Product evaluation: there are no analysis results available; the devices were not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lot of noise on the monitor to start so they changed settings to try and get it less noisy. After they made the setting adjustments, when the doctor stimulated the nerve there was no response; no waveform and no sound. The doctor said that he knew he was on a nerve. He proceeded with the case without monitoring. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.